Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6, -4.00/1.50/080 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.